Manufacturer narrative:
The insulin pump was received without a battery in the battery tube. A cracked reservoir tube lip, broken battery tube threads, minor scratches on the display window, cracked reservoir tube and a cracked case near the display window corners were noted during the visual inspection. The insulin pump passed the functional tests, including the prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. No data analysis was performed as the insulin pump was received with no battery.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Event description:
It was reported that the customer passed away due to several health complications, including myocardial infraction, coronary artery disease, diabetes mellitus, and hypertension. The customer's wife stated that the customer was alone at the time of death and that he may have had a low blood glucose event at the time. She reported that it appeared that he was trying to get to the fridge to get some juice. She did not know the blood glucose reading, and it was reported that the customer was wearing the insulin pump, at the time of death. Requested that the insulin pump be returned for analysis. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.